Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 14 mmol/l at the time of the incident. Customer stated that they were able to clear the alarm and was able to rewind the pump. Customer was advised to perform self test and insulin pump had hardware low level failure alarm occurred. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error or the motor arm cannot communicate with the main arm alarms during testing however, the formatted history file confirmed pump error ,the motor arm cannot communicate with the main arm.alarms due to a software error. Hardware low level failures , was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 6 of the ambient light sensor.